Event description:
Follow-up revealed the lead migration has caused the patient to receive therapy in an unintended area.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient's lead was confirmed to have migrated via x-ray. As a result, the patient (B)(6) will undergo surgical intervention to address the issue.